Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor. Inspected the insertion needle for burrs, hooks and dull needle tips defects none were found. No broken or missing parts, the introducer needle was found intact and passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their sensor was defective. Customer's blood glucose level was 112 mg/dl. Customer advised when they removed the sensor out of the packaging the needle was damaged and cannot be used. Customer was advised their product would be replaced and agreed to return the device for further analysis.